Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history review DHR of the current product was conducted, and no issues were found. The event can be detected/prevented by following the instructions for use which state: handling and general precautions (caution) do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a disconnection. There was no patient involvement.

Event description:
It was reported, the camera head had a disconnection. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.